Event description:
Revision surgery - the pt complained of patella-femoral pain. The doctor removed a significant amount of scar tissue and reshaped the pt's patella with an osteotomy. A patella button was then replaced and a poly tibial component exchange was also performed. Normal wear of poly components was noticed.